Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
"It was reported that rvg was performed without problem. However, when the contrast agent was injected during pag, the agent suddenly splattered. On checking, the base of the catheter was found torn. Therefore, the catheter was replaced with a new one. No harm to the patient occurred." No medical intervention needed. It is unknown if the second catheter was inserted at the same insertion site. The patient condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
"It was reported that rvg was performed without problem. However, when the contrast agent was injected during pag, the agent suddenly splattered. On checking, the base of the catheter was found torn. Therefore, the catheter was replaced with a new one. No harm to the patient occurred." No medical intervention needed. It is unknown if the second catheter was inserted at the same insertion site. The patient condition is reported as "fine".